Event description:
Small, portable oxygen cannister supplied and delivered by lincare and re-filled by puritan-bennett exploded while lying on the back seat of pt's car with other tanks. It exited the back window of the car, blowing all of the back windshield out, and landed in the dirt about 25' from the car. No obvious damage to tank. Pt was not in the car at the moment, but would have been severely injured if had been.